Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator. It was reported that the patient has had her lead wires revised on (B)(6) 2019. The caller stated that the patient has had problems with the device since one to one and a half months prior to the report. During the surgery to find the problem with the device, the healthcare professional (hcp) discovered that the lead wires were ¿twisted really bad almost like the device had spun like an old telephone cord¿. It took five hours in surgery to get the old wires out and put the new wires in. In addition, the patient had been vomiting since (B)(6) 2019 and there were no falls/traumas reported. The caller also reported that the patient had an MRI before all of this and her therapy was put into MRI mode. On (B)(6) 2019 a manufacturer representative (rep) reported that the cause of the twisted leads was not determined, and the lead was replaced on (B)(6) 2019. There were no further complications reported or anticipated.